Event description:
It was reported that cgm repeatedly displayed error message 42 on pump and same issue had occurred several times before. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised that pump would be replaced under warranty, would continue using current pump as backup therapy until replacement arrived, and was instructed to put current pump into storage mode before returning it with prepaid label, reenter pump settings into replacement device, and reconnect cgm, which customer understood and acknowledged.